Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a t-flex aspheric iol. The event description provided states that the haptic broke during implantation.